Manufacturer narrative:
Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (battery/charger faults) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging (lead 1-) and (lead 2-) wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported battery faults. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging (lead 1-) and (lead 2-) wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and an electrode belt had non-functional therapy electrodes.